Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial under sensing possibly triggering atrial tachycardia (at)/ atrial fibrillation (af) device classified termination of at/af events and on non-sustained ventricular tachycardia events was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.